Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a procedure in (B)(6) with a diamondback coronary orbital atherectomy device (oad), the device became stuck in the lesion. After treating multiple type a, severe concentric calcified lesions in the proximal right carotid artery, the oad crossed the tightest lesion and jumped 10 mm to the distal lesion and rotation was stopped by the physician. The oad was noted to be stuck and was unable to be removed manually. The outer sheath of the oad was cut by the physician, and a guide extension catheter was used to remove the oad shaft. A drug-eluting stent was placed after the removal of the device, and the patient condition was good with no complications following the procedure.